Manufacturer narrative:
The device was received for evaluation, and the exposed portion of the soft cannula was observed to be flattened, stretched and torn. During the investigation, the tear prevented fluid from exiting the distal tip of the soft cannula and leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. It could not be determined when the tear occurred or if it contributed to the reported event. No other damage or defects were found with the device, and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl (13.9 mmol/l) while wearing the pod on the leg between 25 and 36 hours. The patient¿s legal guardian reported the pod was leaking insulin. There was no medical assistance required. The device evaluation found the cannula to be flattened, stretched, and torn.